Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that an anesthesiologist received a patient from the ed with the guardrails emerg profile in use. The anesthesiologist put the pcu in anesthesia mode. An infusion of propofol was started; however, the dosing units in the emerg profile were different from the dosing units in the cvr/csicu profile, anesthesia mode resulting in the patient receiving more propofol than intended. There was no report of patient harm. The customer has only built specific ¿anesthesia only drugs¿ in the cvor/csicu profile. The customer has the anesthesia mode enabled in all of the profiles and the user can access different dosing parameters in any profile, resulting in administration of more medication than intended.

Manufacturer narrative:
The report of an overinfusion could not be confirmed. No devices or event logs have been returned for this investigation. Review of the data set confirmed that when the emerg profile is in use, propofol is available at 500mg/50ml and 1000mg/100ml for pump modules. The same concentrations are available under anesthesia mode in the emerg profile. When the cvr/csicu profile is in use, propofol is not available for pump modules; however in anesthesia mode, propofol anesthesia 10mg/1ml is available for syringe modules. Information was provided to the customer regarding suggestions for related data set changes that would increase patient safety.